Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were jammed, coupling head was loose and unscrewing, and control lever was loose. Therefore, the reported condition was not confirmed. It was determined that the trigger components were worn and the electric motor and electronic control units were damaged. The assignable root cause was determined to be due to wear on components from use and loctite degradation over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary knee surgery on a canine, it was observed that the coupler on the small battery drive, where the attachments were attached, had come off. According to the report, a spring had come out and the on/off switch had come off. There was a five minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly